Event description:
During a surgical procedure, the basket head detached and fell into the patient. The head was recovered with no patient harm. Another like device was used to complete the procedure.

Manufacturer narrative:
This device is currently still under investigation and testing at our facility. As a result, a determination cannot be made at this time. When further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.